Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited decreased threshold measurements resulting in phrenic nerve stimulation (pns). The outputs were decreased which resolved the pns. No additional adverse patient effects were reported. The lv lead remains in service.